Manufacturer narrative:
Internal report #: (B)(4). Returned product pending eval results.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the bathroom. Test strip lot MFR's expiration date is 09/29/2017 and open vial date is not verified. Recall test results performed fasting from meter memory: 235mg/dl, (B)(6) 2015, 05:39pm; 227mg/dl, (B)(6) 2015, 05:35pm; 158mg/dl, (B)(6) 2015, 12:15pm; 141mg/dl, (B)(6) 2015, 09:05am; 147mg/dl, (B)(6) 2015, 08:06pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction user's test strip had poor storage. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the bathroom. Test strip lot manufacturer's expiration date is 09/29/2017 and open vial date is not verified. Recall test results performed fasting from meter memory: 1:235mg/dl, (B)(6) 2015 05:39pm. 2:227mg/dl, (B)(6) 2015 05:35pm. 3:158mg/dl, (B)(6) 2015 12:15pm. 4:141mg/dl, (B)(6) 2015 09:05am. 5:147mg/dl, (B)(6) 2015 08:06pm. Adverse event not reported.